Manufacturer narrative:
A zimmer screw was not returned. Since product has not been returned, visual/functional inspection could not be performed. The investigation has been performed based on the available information. No pre-existing conditions were noted on the per. The reported products were located on tooth sites 19 and used for approximately 10 years. The customer has not provided additional pictures or x-ray images of the products. DHR review could not be performed, as the lot numbers associated with the reported product are not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. A complaint history review could not be performed without relevant item and lot information. January post market trending was reviewed and there were no actionable events or corrective actions for the reported event (screw loosening) or product (zimmer dental tsv screw). Therefore, based on the available information, device malfunction could not be verified and the reported event was non-verifiable.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Patient age/ weight: not provided. Event date: not provided. Device brand name: not provided. Device product code: not provided. Device catalog/ lot number: not provided. Initial reporter email address, fax number: not provided. PMA/510(k) number: not provided. Device was not returned.

Event description:
It was reported that an unknown zimmer screw loosened at tooth location 19.

Manufacturer narrative:
Additional information was received for clarification of the event. Customer reported only one screw was involved during this event and it being filed under MFR # 0002023141-2020-00398. The loosening screw reported on tooth position 19 was clarified by the customer; this event did not occur during this time ((B)(6)2018). The loosening event occurred on (B)(6)2019 and it was previously filed under MFR # 0002023141-2020-00408. Upon reassessment of the reported event, it was determined that this device was previously reported for the loosening event at tooth location 19 under MFR# 0002023141-2020-00408 on 27 feb 2020. As a result, no further medwatch reports will be submitted under this file and the item will be voided from the complaint file as duplicate. Please refer to MFR # 0002023141-2020-00408 for additional follow up reports of this event (loosening screw, tooth location 19). The following sections have been updated: b4: date of this report. G4: date received by manufacturer. G7: checked "follow-up". H2: checked follow-up type. H10: added manufacturer narrative.

Event description:
Additional information was received for clarification of the event. Customer reported only one screw was involved during this event and it being filed under MFR # 0002023141-2020-00398. The loosening screw reported on tooth position 19 was clarified by the customer; this event did not occur during this time ((B)(6)2018). The loosening event occurred on (B)(6)2019 and it was previously filed under MFR # 0002023141-2020-00408.